Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was frozen when initializing peripheral settings and would not allow user to log in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was frozen. The field service engineer (fse) found the customer observed that the helmer fridge was causing delays by repeatedly powering off and on. After rebooting the fridge, the problem was resolved. The ticket was kept open for follow-up, and the customer later confirmed that the issue had been fully resolved. The system functioned as intended after the field service engineer repaired the device.